Event description:
It was reported via medsun that a celt plus 5f implant was embolized on release from the delivery system into a branch of the common femoral artery. The position of the implant in the side branch was stable, and the location was deemed by the operator not to be harmful for the patient. No attempt was made to retrieve the implant. The patient was informed and had no symptoms. Haemostasis was achieved by manual pressure.

Manufacturer narrative:
During processing of this complaint an attempt was made to obtain complete event information. A search of the complaint files was completed, and no other complaints were identified with the same lot number. The device was not returned to vasorum ltd for examination. The implant remains in the patient. This incident resulted in no patient harm as no further procedure was required and the patient had no symptoms. All available information has been placed on file in the customer complaint files of vasorum ltd. For appropriate tracking, trending and follow-up. No corrective/preventative actions will be taken at this time. This report is the final report being submitted by vasorum ltd.